Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient had a history of hemolysis post implant and most recently fell at home, hit her head and developed a subarachnoid bleed.

Manufacturer narrative:
The patient remains on going with the implanted device. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.